Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2021, that a female patient experienced hyperglycemia due to broken infusion set. Reportedly, as the patient woke up in the late morning/forenoon on (B)(6) 2021, her blood glucose level was 27 mmol/l and she had ketones 1.8 mmol/l. Further, she noticed that her infusion set's tubing was loose/ broken and not attached to the attachment at all. Moreover, she took insulin with a pen and changed to new infusion set. Her blood glucose level was stable and never had to go to the hospital. No further information available.